Event description:
According to the event description: "I can confirm that mtp have received pump sn: (B)(6) which was involved in cims473764. All device, keyboard and alarm logs were extracted via hibased and attached for your record. The braun checklist was also completed by clinical staff and attached above."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The customer specified 2025-05-08 as the date of the incident. During the infusions, the pressure alarm could be found 8 times within 7 minutes. The pressure alarms always came directly after the start of the flow rate. The reason for the pressure alarms could not be clarified. Da 2221 (locking bolt position error) is stored once in the device history, approx. 3 months before the day of the incident. No other abnormalities were found. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no visible damage was found. The device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. A long-term test about 24 hours was performed. A space line was inserted and the infusion started with a rate of 250 ml/h. During the infusion no malfunction could be detected. The device was disassembled, and the inside was investigated. The inside of the device was dirty but no visible damage was found. The defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.